Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the distal cap fell off and was not recovered. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was delayed, however was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.